Event description:
Prior to insertion of the iab, the balloon began to "upwrap" after a vacuum was drawn by the nurse. The physician proceeded with a sheathless insertion, but could not insert the iab. The physician then tried to insert the iab using an insertion sheath, but still could not insert it. The iab was removed and replaced without any pt complications.